Manufacturer narrative:
The insulin pump powered up properly after battery installation. However, the insulin pump had intermittent button response due to a corroded display board and keypad traces. No blank display anomalies or button error alarms were noted. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Event description:
Customer reported that she wore the insulin pump into a swimming pool then noticed water under the display screen. Customer reported that the insulin pump returned a button error alarm and the display was blank. Customer stated that the insulin pump's display was still blank after replacing the battery. Blood glucose level was 68 mg/dl at the time of the call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).